Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator was not delivering oxygen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering oxygen. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board and blower were replaced to address the issues.